Manufacturer narrative:
This is a retrospective report after subsequent review of the file. Initial report by patient was on social media, therefore name and address are unknown.

Event description:
Patient posed on social media site (B)(6) regarding treatment with miradry system (treatment date confirmed by clinic as (B)(6) 2015). Stated twice felt "terrible shooting pain" from left armpit to the tip of middle and ring finger. Ten months later reported 2 left fingertips still feel very sensitive/numb. Patient reported taking anti-inflammatories and painkillers for about 1 month. On 03/16/2016 a report was received through the distributor indicating the physician stated the patient was doing fine and all would resolve in time. The patient declined a second miradry treatment after sweating returned. The physician is now providing botox treatments with no issues. A report received on 08/13/2016 stated the physician spoke with the distributor and reported everything is ok with patient.